Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. The pacemaker was explanted and then was used as an external temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event and h8: usage of device. Furthermore, this supplemental report is also being filed to capture the product return date.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. The pacemaker was explanted and then was used as an external temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the temporary device system was removed successfully. There were no additional adverse patient effects reported. The pacemaker is no longer in service.